Manufacturer narrative:
The insulin pump had cracked end cap and a missing end cap sticker. The insulin pump passed the displacement test, self test and error test. All operating currents are within specification. Off no power alarm functions properly. The insulin pump was unable to prime during prime test due to cracked end cap. Unable to perform the basic occlusion test, occlusion and excessive no delivery due to prime/fill anomaly.

Event description:
Customer reported that she had unexplained high blood glucose. Called the paramedics and she was hospitalized due to high blood glucose. The blood glucose reading was over 600 mg/dl at the time the paramedics arrived. Customer stated that she was vomiting prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.